Event description:
Reporter noted a posterior capsule tear had occurred after removal of nucleus; unplanned anterior vitrectomy required. Vitrectomy unit didn't cut; pump not working. Weck & scissor vitrectomy was done. Case was completed; iol implanted. Stated there was no pt injury.